Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter has a power issue (meter does not turn on). About three days later, this medical affairs specialist contacted the pt to clarify info obtained from the initial call. The pt is an insulin pump user and tests her blood glucose more than 4 times per day. The pt administers insulin based on sliding scale insulin regimen per the lfs meter readings. Her carbohydrate to insulin ratio is 2.5 grams of cho to 1 unit of insulin during the daytime and 15 grams of cho to 1 unit of insulin during the evening. The pt insulin sensitivity ratio is approx 60 points to 1 unit of insulin. The power issue began in 2009 at 11 pm. At the time of concern, the pt reportedly was unable to obtain a blood glucose reading, and did not test on any other device. The pt indicated she was feeling fine and went to bed. In the next day, the pt woke up with symptoms of sweating. The pt promptly administered self-treatment with food/beverages and felt fine soon after. The pt felt that had she been able to obtain a blood glucose reading at 11 pm prior to the aforementioned symptom, she could have prevented the alleged hypoglycemic episode. The pt indicated that had she obtained a "borderline" hypoglycemic blood glucose reading (60-70 mg/dl) on the subject meter, she would have eaten at the time of concern, thus preventing a low. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the pt claimed she had symptoms that was suggestive of hypoglycemia and received medical intervention accordingly after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.